Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmeas, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is user error; improper implant size selection, using an implant that was too long or placing the implant too deep.

Event description:
The patient had right side si joint arthrodesis in (B)(6) 2019 where three implants were installed. The patient complained of radicular pain following the procedure. The surgeon determined that there was a bone fragment caused by the installation of the superior positioned implant that may have been compressing the nerve in the neuroforamen in the s1 position. In (B)(6) 2019, a different surgeon removed the superior positioned implant and placed bone graft in the explant void. No other preexisting implants were adjusted or removed. The patient's radicular pain symptoms resolved following the revision procedure.